Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the preparation, a tear at the rapid exchange port was noted and the device was not used. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the rapid exchange ramp window was slightly torn/ripped. The pull wire was kinked, likely caused by the damage to the ramp window. The stent was not returned for evaluation. A functional evaluation revealed a guide wire could exit the ramp window with minimal resistance. During manufacturing, 100% inspection is conducted on the ramp window for guidewire functionality on all g.I stent (plastic) devices and any defects found are scrapped and documented in the DHR. The device history record review confirms that the device met all manufacturing specifications. Based on the damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the preparation, a tear at the rapid exchange port was noted and the device was not used. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.